Event description:
It was reported that the system 9800 was slow to initialize, or would not initialize at all. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cpu circuit board and the hard disk were replaced. System reprogrammed. The system was tested and found to be working as intended and placed back into service.